Event description:
It was reported that the patient was admitted to the hospital after an episode of ventricular tachycardia. An interrogation of the device revealed that during the arrythmia intermittent capture and under-sensing by the right ventricular lead was observed. Programming interventions were made. The patient was stable.